Event description:
This is the first of two reports involving two lot numbers of the same product. This report is for the patient's right eye. Refer to medwatch 1065835-2012-00003 for a description of the second report on the patient's left eye. It was reported by a patient that immediately following contact lens wear, she experienced irritation followed by burning and itching. The following morning, her eyes were bloody and swollen shut containing mucus. The swelling was externally around both eyes. On (B)(6) 2011, the patient was consulted over the phone and told to discontinue lens wear, take benadryl and ibuprofen, flush eyes, use ice packs, and wear sunglasses. On (B)(6) 2012, the patient was examined in the emergency room and told to continue ice packs to reduce swelling, benadryl to reduce itching/burning, ibuprofen to reduce headaches/pain, use ketotifen eye drops twice daily, use erythromycin eye ointment three times per day and warm compresses to extract mucus. On (B)(6) 2012, the patient was examined by the eye care professional and told to use preservative free tears 1 drop every 2 hours, ketotifen 1 drop twice daily, erythromycin ointment at night. She was told that once her eyes were returned to normal, she should use preservative free tears 2-3 times daily and warm compresses twice daily. The patient stated that she was told that her eyes were not healed yet since their were surface issues visible, dry spots, inflammation, pink/redness. No eye damage was visible. On (B)(6) 2012, the eye care professional reported that the issue has resolved.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch report will be filed. (B)(4).